Event description:
It was reported that during a right hemicolectomy procedure, the surgeon fired the device down the 'trouser leg' of a side to side anastomosis. The staple line appeared to stop halfway along the anastomosis while the cut line continued. This resulted in fecal matter spilling out into the sterile field. The surgeon mobilized more bowel and re-did the anastomosis. Thirty mins were added to the procedure time. Another device was used to complete the procedure. Pt recovered and was discharged.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.